Event description:
It was reported by service report that the retractable head section was stuck in. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: retractable headsection.